Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced blockage at tubing. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information available.